Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The emergency stop button was broken and there was a crack in the top base and the side fan inlet was bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a physical issue on a switch within the footswitch was not activating properly when pressed and is unrelated to any pairing of the device. The snapped e-switch button is likely the result of user mis-handling such as a applying a horizonal or excessive force onto the e-stop button. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using the laser system, the laser footswitch experienced issues connecting to device, occasionally not taking pedal input and the emergency stop button broke. There were no reports of patient harm.